Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: according to the visual evaluation performed on the returned sample, hair was identified and packed with product, specifically adhered to the needle protector. He investigation was carried out based on production history, quality notifications (qn's), production control plan and previous complaints and no deviation was found. The most likely cause for this contamination to be related to the maintenance activities and interventions performed on the machine on the days of batch production. From the description, maintenance activity is observed in the (feeder) for the production line. Due to the flow of activities of the equipment may have occurred the fall of hair into the equipment and the same has been packed together with the product. Based on the investigation carried out and through the evidences presented, the defect reported by the client is confirmed. However, bd has a system of good manufacturing practices in which operators receive guidelines established in the quality procedures related to the cleaning and conservation of the factory, with cleaning and sanitizing actions of the manufacturing areas established in gg 048 0 ibw, procedures on and hygiene, which mention that only allowed to enter places of manufacture with the use of appropriate gowning (hairnet, (B)(6) hairnet, coat) and after the hygiene of the hands to avoid contaminations. The use of correct paramentation inhibits the possibility that some external dirt is carried into the productive area. Also as established by the procedure gg 028 0 rqs is prohibited the entry and consumption of food, use of accessories or belongings in the production area, thus avoiding the presence of substrates in the manufacturing process. Therefore, we treat this situation as something punctual and non-recurrent in the manufacturing process.

Event description:
It was reported that a hair was found around a bd eclipse needle when opening the package. This was observed before use and there was no report of injury or medical interventions.